Event description:
User experienced discrepant results involving multiple tests for two pt samples. All except one erroneous result were accompanied by data flags alerting the user the results were invalid. Initial alkaline phosphatase result 29 u/l, repeat 104 u/l. The initial results did not leave the lab. The field service rep replaced a missing seal on the sample probe earlier in the day. Upon return, he was unable to determine exact cause of the additional discrepancies but noted he checked the gear pump pressure, probe alignment and operation of the syringes, performance tests were performed.